Event description:
The tps universal driver was sent for eval because it was running on its own without activation during a testing. There was no pt involvement; no adverse event was associated with the device.